Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Bilateral patient was implanted with a depuy asr hip implant on the left side on or about (B)(6) or (B)(6) 2006, and on his right side on or about (B)(6) 2007. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. He believes he will be required to undergo revision surgery. Plaintiff¿s preliminary disclosure form was received, which identified part/lot information and date of implant for the left side. Sticker sheets were also received, which indicate that patient was implanted with pinnacle products, not asr as previously mentioned for the right side. Right side will be entered on a separate complaint. The complaint and associated mdrs were updated for the left side. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2006 (left) comments: synovitis, cloudy fluid, trunnion staining, soft tissue scarring & ossification. Update 25 sep 2018 (B)(4) has been re-opened under (B)(4) due to receipt of pfs and medical records. Pfs alleges pseudotumor, metallosis, metal wear, abnormal gait when walking, and skin rash. After review of medical records, patient was revised to addressed pain and synovitis. Revision notes reported of pseudotumor, abundant amount of cloudy fluid, there was minimal trunnion staining, extensive soft tissue scarring and ectopic ossification. There was a mild amount of bone loss noted, but there was very good bony ingrowth present on this cup.